Event description:
Customer called indicated that the driver was alarming, low pressure alarm. Patient was switched to back-up driver without incident. The driver was returned to thoratec for evaluation.